Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the cover bail attachments and ring cover were parts from a different model, also the wrong kind of screws were noted. Also, the battery contacts were visibly contaminated. The device passed a self-test. As a result the device was cleaned, the battery contacts were inspected and visible signs of contamination were removed.

Event description:
It was reported that the device displayed a self-test error. The external pulse generator (epg) was returned to the manufacturer for servicing. It was analyzed and tested out of specification. There was no patient involvement.